Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise and oversensing. Surgical intervention was taken to explant this device and cap the lead. A new device and lead were successfully implanted. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating this device had an estimated remaining longevity of 2 years and was explanted at the time of the lead revision to prevent reopening the pocket in the future. At the revision, the lead header connection was checked and was secure. No additional adverse patient effects were reported.